Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator failed three minutes after the case started. There was no injury to the patient.

Manufacturer narrative:
Even though requested, neither an electronic device logfile nor the replaced parts were available for investigation, therefore the exact root cause could not be determined. Based on the given information and codes (B)(4), it could only be stated that most probably there was a motor failure. On-site, the motor already has been replaced by the biomed which reportedly solved the problem. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont and generating the appropriate ventilator fail alarm. Manual ventilation in man/spont-mode remains possible. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2018-00254.